Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected feild: d4 (UDI no.) Complaint ID no. : (B)(4).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Complaint ID no. (B)(4).

Event description:
It was reported that during use on patient in the cardiac catheterization room, the trans-ray plus 40cc iab (intra-aortic balloon) had backflow in the extension tube while pumping. There was no injury or harm reported to the patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the device. No sheath was returned for evaluation. The extender tubing was also returned. One kink was observed on the catheter tubing approximately 76.2 cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and a leak was detected on the membrane approximately 25.4 cm from the iab tip measuring 0.11 cm length. Senior production engineer believed the failure mode occurred after shipment of the device as all testing parameters passed prior to packaging and shipment. Historically, as smaller leaks have been detected via testing parameters, this leak would have been detected prior to leaving the facility. However, both engineers believe the leak has propagated since initial use of the device as the customer leak occurred in minutes, but the leak occurred during removal of the device from the patient, during shipment of the device back to getinge or during the cleansing after initial receipt by getinge. Additionally, the DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. The root cause of the leak cannot be conclusively determined. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID no.: (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d4 (lot no., UDI no.), d7a. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the device. No sheath was returned for evaluation. The extender tubing was also returned. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and a leak was detected on the membrane approximately 25.4cm from the iab tip measuring 0.11cm length. Senior production engineer believed the failure mode occurred after shipment of the device as all testing parameters passed prior to packaging and shipment. Historically, as smaller leaks have been detected via testing parameters, this leak would have been detected prior to leaving the facility. However, both engineers believe the leak has propagated since initial use of the device as the customer leak occurred in minutes, but the leak occurred during removal of the device from the patient, during shipment of the device back to getinge or during the cleansing after initial receipt by getinge. Additionally, the DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. The root cause of the leak cannot be conclusively determined. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID no. : (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10. Complaint ID no. : (B)(4).

Event description:
N/a